Event description:
Complainant alleged that medics responded to a call for pt complainant of chest pains. The device was attached to the pt and the device inappropriately shut down. The clinician changed the device's battery. However the device would not power-up. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.